Event description:
It was reported that the bd ultra-fine¿ pen needles was unable to attach. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the insulin will not go through the needle. Consumer also reported that the needle will not attach to the insulin pen.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra-fine¿ pen needles was unable to attach. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the insulin will not go through the needle. Consumer also reported that the needle will not attach to the insulin pen.